Event description:
It was reported to philips that the system had frozen, which can impact imaging and geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event, but philips was unable to obtain details regarding the completion of the procedure, as the customer declined remote support. It was reported to philips that the system was freezing. Upon troubleshooting, the philips customer service team provided a service quotation to the customer, as the service contract was not active. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote rejected. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.